Event description:
Stabbed in cheek- inside mouth [mouth injury] brush head came off, found a metal pin in mouth [device breakage] brush head did not fix securely to the toothbrush [device connection issue] product counterfeit [product counterfeit] case description: consumer sent e-mail stating the brush head did not fix securely to the toothbrush and it came off while being used. On one occasion a metal pin from the brush head was found in the consumer's mouth. No serious injury was reported.

Manufacturer narrative:
16-oct-2020 product investigation results:product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Stabbed in cheek- inside mouth [mouth injury] brush head came off, found a metal pin in mouth [device breakage] brush head did not fix securely to the toothbrush [device connection issue] consumer sent e-mail stating the brush head did not fix securely to the toothbrush and it came off while being used. On one occasion a metal pin from the brush head was found in the consumer's mouth. No serious injury was reported.